Event description:
Two balloons developed pin hole leaks on the first inflation during pre-dilatation prior to stent placement for an iliac angioplasty procedure of a calcified lesion. Another balloon catheter was used to successfully complete the procedure. These devices were destroyed by the user facility. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated this lesion required stent placement. Therefore, co believes either calcification and/or the percentage of occlusion may have contributed to this event. However, without evaluating the products co cannot determine the exact cause for this event. Co directions for use state: "due to the extremely thin wall thickness of the ultra-thin balloon, ultra-thin balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."